Event description:
A caller reported an issue where the cartridge was not fitting properly on the pump due to an o-ring found on the pneumatic tap, which caused problems with the cartridge snapping into place. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their health. Technical support guided the caller through inspecting and cleaning the pump, removing the obstructing o-ring, and successfully loading a new cartridge. The caller followed instructions and completed the process, resolving the issue and resuming insulin delivery.